Event description:
It was reported that this was a closure of the right common femoral artery using a proglide after an ablation procedure, using an 8fr sheath. Reportedly, the suture of the proglide device failed to deploy. The proglide device was removed. Hemostasis was achieved by manual arterial compression followed by a femoral compressor for 6 hours. The lower limb was immobilized for 24 hours, and it was confirmed that the vessel was normal and there was no more bleeding. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.